Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "swollen and slightly painful axillary lymph nodes."

Event description:
Physician reported implant rupture confirmed by ultrasound, MRI, mammography and palpation. Patient reported " swollen and slightly painful axillary lymph nodes". Device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Physician reported implant rupture confirmed by ultrasound, MRI, mammography and palpation. Patient reported " swollen and slightly painful axillary lymph nodes". Device has been explanted. This relates to the right side.